Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. Detachment of the tip was confirmed on the returned microcatheter; the detached tip was not returned. The torn end of the tip was flattened and the distal end of the braid tube was exposed. Tip polymer and inner polymer jacket were found stretched distally. The measurement of the returned caravel indicated that tip separation occurred by tensile stress at approximately 2mm from the tip where the junction of the polymer-only-segment and polymer-and-braid segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the returned caravel microcatheter. The applied stress would localize and exceed the product design limit likely when the tip was being pressed and held by the concomitant kusabi balloon. It was concluded this event was not attributed to product quality. Because the separated tip was not returned, possibility that it might be left in the patient could not be completely ruled out. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had detached during a percutaneous coronary intervention (pci) to treat a moderately calcified 90-99% stenosis in the left anterior descending artery (lad). The microcatheter was advanced over an asahi sion blue guide wire in attempts to cross the lesion but failed. To exchange for an asahi sasuke double lumen catheter a kaneka medix's kusabi exchange catheter was used to remove the caravel when resistance was met. When the caravel was removed out of the anatomy, its tip was torn and the tip became separated when the physician was checking the torn tip with his fingers. No additional intervention was necessary against the broken tip. The pci was successfully completed with reestablished blood flow achieved by stenting. The physician commented that he felt resistance when removing the caravel. The caravel tip had likely been trapped by the kusabi balloon. There were no adverse patient effects associated with this event.